Event description:
It was reported that a pump had no audio function. It was also reported that there was no pt incident or injury.

Manufacturer narrative:
(B)(4). The device was returned for evaluation and baxter was able to confirm that the audio function was not present. Further evaluation identified that the absence of audio was due to a failed 1 watt speaker. The speaker was replaced. All detection capabilities and functions performed as expected.